Event description:
It was stated that the customer was in the hospital to have surgery. After surgery, the customer experienced high blood glucose levels and returned to the hospital with diabetic ketoacidosis. It was stated that the customer was very groggy after her surgery and her blood glucose levels were not checked often. Troubleshooting on the insulin pump was not possible during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.